Event description:
Event description guidant received information that this transvenous defibrillation lead was explanted one day post-implant. The lead oversensed noise that resulted in pacing pauses and inappropriate shock therapy. Threshold measurements increased and pacing impedance decreased since implant. Therefore, the physician elected to explant and replace the lead.